Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, that during the patient¿s lead explant and replacement surgery that took place on (B)(6) 2019 (see MFR. Report # 1627487-2019-03163), an impedance check was done, which showed high impedance when the new lead was inserted into the patient¿s current ipg. The new lead was inserted into an epg with an mltc which confirmed normal impedances. As a result, the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-op.